Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer called tandem technical support for assistance with entering a blood glucose (bg) level and the delivery of a correction bolus. The customer did not provide a blood glucose level; however, stated a correction bolus was being delivered without carbohydrate intake. Tandem technical support assisted the contact with entering a bg value and delivering a correction bolus. Contact satisfied.